Event description:
A consumer's wife reported tht her husband was seeing a black line in his vision since the day following intraocular (iol) implant surgery. Eight days following the surgery, the consumer's intraocular pressure increased for two days; he was treated with medications. In a follow-up, the surgeon repots the outcome of event for the consumer as "excellent". The surgeon does not believe that the lens caused these events.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 05/15/2008 and 05/19/2008 by fax, mail and phone. A completed questionnaire was received.